Event description:
The customer alleged that while in use on a patient the 840 ventilator stopped ventilating and began alarming. The nellcor puritan bennett customer support engineer (cse) inspected the device and reported the ventilator was in an inoperative state. Customer support engineer replaced several components due to the error codes in memory. The unit passed extended self testing. There was no reported harm or injury to the patient.